Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item had already been destocked. A technical support specialist (tss) checked in myqlink and found that the item had been destocked by the system and shared the bin location details. The tss attempted to contact the customer for further confirmation; however, no response was received, and no additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, multiple instances of the same item were missing in the cabinet; only one cubie (13-01) was assigned in both the cabinet and myqlink, whereas the customer confirmed there were seven cubies containing the same item. However, there were no delays or adverse events or injuries reported based on this event.